Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported suture break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, no obvious blood flow from the marker lumen was observed with the first proglide device. A second proglide device was used; however, when the plunger was removed a suture break was noted. The sutures of two new proglide devices were successfully pre-placed in the rcfa. One proglide device was used for successful suture placement in the left common femoral artery (lcfa) using the pre-close technique. The sheath was upsized to a 22f and the taa procedure was completed. Hemostasis was achieved in the rcfa and lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.